Manufacturer narrative:
(B) (4). Literature article citation: herford et al. Clinical applications of rhbmp-2 in maxillofacial surgery. Cda journal 2007; 35: 335-341. Products from multiple mfrs were implanted during the procedure. Although it is unk if any of the devices contributed to the reported event, we are filing this MDR for notification purposes. A review of the certificates of analysis and packing list for the infuse bone graft was not possible without add'l device info. Neither the device nor films of applicable imaging studies were returned to the MFR for eval. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that the pt underwent surgical resection of a mandibular tumor with primary reconstruction of the defect using rhbmp-2/acs and a locking plate. The pt's post operative course was significant for exposure of the superior plate seven weeks after her surgery. The superior plate was removed, and the pt was noted to have excellent bone regeneration of the entire defect.